Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported when using the bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tubes there was stopper pops out of the tube the following information was provided by the initial reporter: translated to english. The customer stated: "tp/inr sample with a blue tube. When I stuck the patient label on the tube, the blue cap blue cap popped off. I used a new tube. When transferring blood from the syringe to the tube, only the blue cap I looked at the other tubes and found that the blue stopper was still in the tube and that the tube was full of blood. I looked at the other tubes in the batch, some of them seem to be screwed in crooked. The nurse told me that she had not uncorked the tube to transfer the blood. It should be noted that in this department, the sampling practices are different from those of other departments (transfer from the syringe to the tube via a tube)."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tubes there was stopper pops out of the tube the following information was provided by the initial reporter: translated to english. The customer stated: "tp/inr sample with a blue tube. When I stuck the patient label on the tube, the blue cap blue cap popped off. I used a new tube. When transferring blood from the syringe to the tube, only the blue cap I looked at the other tubes and found that the blue stopper was still in the tube and that the tube was full of blood. I looked at the other tubes in the batch, some of them seem to be screwed in crooked. The nurse told me that she had not uncorked the tube to transfer the blood. It should be noted that in this department, the sampling practices are different from those of other departments (transfer from the syringe to the tube via a tube)."